Event description:
It was reported that the pt was having an allergic reaction to something. The pt thought that the reaction may have been due to a diuretic that the pt was taking. The pt experienced itching and was "pink on breast and thighs." It was also reported that the pt's pump flipped. The pump was able to be filled under fluoroscope. The pt was getting good pain relief from the pump and the medication. The medication in the pump was stated as fentanyl. No further details or pt outcome were provided. Additional info was requested but not provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)